Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported no air from processor involving pentax medical ultrasound video gastroscope, model eg38-j10ut, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model eg38-j10ut-us available in the united states with a 510k number k200090. (B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Model eg38-j10ut, serial number n110083 has been routinely serviced at a pentax facility since the device was put into service. On 20-jan-2022, a device history record(DHR) review for model eg38-j10ut, serial number (B)(4)was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 28-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 28-jan-2021. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the us connector cable crushed. Based on the result, we concluded that it was caused due to the excessive force applied on the us connector cable. In addition, we confirmed that the angle wire corroded, the stay coil collar corroded, the receptacle corroded, the mecha base plate corroded, the down pulley wire worn out, and the left pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1; h2: type of follow up; h6: coding changed based on the investigation result.